Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The device is expected to be returned for investigation. It had not yet been received.

Event description:
Device malfunction: partial deployment, nonresorbable material in body. Time of malfunction/ae: during stent deployment. Symptoms/ae: stent deployed in unintended site. It was reported that while attempting to deploy the xceed stent at the target lesion, the stent partially deployed. The target lesion was the right superficial femoral artery which has a chronic, distal total occlusion. On the third turn of the rotating knob, a "pop" was heard and the knob would free spin. The stent would not fully deploy. The physician attempted to pull the delivery system back to deploy the stent in the distal aorto/iliac area. The stent prolapsed within the aorta and guidewire access was lost. Several attempts to retrieve the stent or move it to the superficial femoral artery by advancing the guidewire through the stent were not successful. A balloon catheter was used to try to sandwich the stent in the sheath, however, the stent then fully deployed and remains within the common iliac/distal aorta area. The physician had completed angioplasty of approx 400mm length of stenosis to the right leg and decided to end the procedure. The pt later had a below the knee amputation performed. Though requested, no additional info was available.